Event description:
It was reported that a prime rewind alarm was received on the insulin pump. The customer's blood glucose level was 157 mg/dl. It was stated that insulin was squirting out during the priming process. The insulin pump was reportedly not bumped, dropped, or exposed to moisture prior to the prime rewind alarm occurring. While troubleshooting, it was reported that the drive support cap appeared normal. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Prime rewind alarm during testing occurred at 4.0 lbs, due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.